Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a valid serial number for the product involved in this complaint.  Therefore, we were unable to check manufacturing records for any related non-conformances, null.

Event description:
It was reported that during an ent procedure the buttons did not work and sparks were being generated. No description on where the sparks were coming from. The procedure was completed with an alternate like device with no patient consequences reported.